Manufacturer narrative:
(B)(4). Method: the manometer of the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the evaluation of the returned manometer, and our knowledge of the product. Result: upon evaluation of the returned manometer, it was observed that the manometer needle was stuck at 25 mh2o, confirming the reported event. Additionally, the manometer display was observed to be misaligned and tilted towards the left side. The display was realigned by disassembling the manometer and reassembling it, after which the issue was resolved. Conclusion: based on the evaluation of the returned manometer, and our knowledge of the product, the reported event resulted from the display in the manometer being tilted, which led to the needle stopping at 25 cmh2o. As part of manufacturing process, each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in ohio has reported that the needle of a rd900aeu neopuff infant resuscitator's manometer was not moving and stuck at 25cmh2o pressure. There was no reported patient involvement.

Event description:
A healthcare facility in ohio has reported that the needle of a rd900aeu neopuff infant resuscitator's manometer was not moving and stuck at 25cmh2o pressure. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Method: the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in california where it was inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information and photography provided by the healthcare facility, and our knowledge of the product. The service centre also reported that the device was repaired and returned to the customer. Result: a review of the service report confirmed that the needle in the manometer of the subject device was stuck at 25 cmh2o. It was observed that the display in the manometer was tilted. Conclusion: based on the service report and our knowledge of the product, the reported event resulted from the display in the manometer being tilted, which led to the needle stopping at 25 cmh2o. As part of manufacturing process, each neopuff unit undergoes 100% testing on the production line to ensure compliance with critical product specifications. Units that do not meet the specifications are rejected. The subject neopuff would have met the requirements at the time of production. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in ohio has reported that the needle of a rd900aeu neopuff infant resuscitator's manometer is not moving. There was no reported patient involvement.